Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent additional surgery to perform a drainage and repair of a recurrent hernia" on (B)(6) 2014 and "underwent an additional surgery to repair a recurrent hernia" on (B)(6) 2015. Medical records have not been provided, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, lot number huxj0508 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to perform a drainage and repair of a recurrent hernia. On (B)(6) 2015: the patient underwent an additional surgery to repair a recurrent hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent additional surgery to perform a drainage and repair of a recurrent hernia" on (B)(6) 2014 and "underwent an additional surgery to repair a recurrent hernia" on (B)(6) 2015. Medical records have not been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. H11: this supplemental emdr is submitted to document additional information provided and to correct the date of event and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 11 months post implant of ventralex mesh, patient was diagnosed with infection, adhesions, scarring, inflammation and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection, adhesions and inflammation as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: d4 (UDI no), d.6b (date of explant). Corrected fields: b3 (date of event), h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, lot number: huxj0508 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to perform a drainage and repair of a recurrent hernia. On (B)(6) 2015: the patient underwent an additional surgery to repair a recurrent hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: on (B)(6) 2014: patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿a fascial defect with some protruding omental fat was identified. The preperitoneal fat was divided after placing a hemostat and then discarded. A ventralex mesh was secured to the fascia and sutured.¿ on (B)(6) 2014: patient was diagnosed with recurrent ventral periumbilical hernia and drainage from the umbilical site thereby underwent open repair and exploration of the drainage site at the umbilicus. Per operative notes, ¿the bulge of the ventral hernia was identified and separated from the fascia. The sac was resected and an additional very small hernia noted was resected and sutured. Then, the drainage site was examined, cleaned and irrigated.¿ on (B)(6) 2015: patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair. Per operative notes, ¿intra-abdominally omentum adherent to the anterior abdominal wall with a recurrence of omental protrusion at the right lateral side of the previous mesh. Omental adhesions were reduced. The fascial defect was found to be very small. The mesh was obtained and moistened, then single suture was secured just lateral to the midpoint of the circular mesh and then rolled up and inserted into the intraabdominal cavity. Absorbable tacks were placed along the outside rim of the mesh. Then, using a double crown effect additional tacks were placed surrounding the fascial defect itself.¿ on (B)(6) 2015: patient was diagnosed with infected mesh thereby underwent open repair with removal of ventralex mesh. Per operative notes, ¿there was significant scarring noted down the fascia. Additionally, stitches coming from within the umbilicus were removed. Purulent material was retrieved from the abscess cavity. All the suture materials were removed and the mesh was grasped with kocher clamps and removed.¿